Event description:
During implantation the device did not pace. The pacemaker was not implanted and returned.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During implantation the device did not pace. The pacemaker was not implanted and returned.

Manufacturer narrative:
Several reminders about the device location since it should have been returned for expertise. No information was provided. Therefore, this complaint is closed as is. In case of new relevant information allowing an investigation, this case will be re-opened.